Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10234.

Manufacturer narrative:
Evaluation: results - as received, visual inspection revealed a tear in the silicone over mold on the eyelet of the distal suture hole. No other anomalies or damage were observed and the anchor functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.